Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the product produced shavings into the pt's cavity. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
10/6/1998- supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.